Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil stretched and healthcare provider (hcp) was unable to retrieve the coil. Patient had to be placed on aspirin regime post procedure. The continuous flush was administered during the procedure. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. Ancillary devices include a benchmark, echelon microcatheter. Additional information was received reporting that the patient was prescribed aspirin because approximately 1/3 of the coil was exposed at the aneurysm neck into the vessel so patient was placed on aspirin as a precaution but is no longer. Patient is fit and well. No patient symptoms or further complications were reported as a result of this event. The coil got caught in coil mass and stretching. It was clarified that "unable to retrieve the coil" meant it had herniated out of the aneurysm but had eventually endothelialised to the vessel wall and posed a reduced risk. The physician believed the cause of the event was that the coil had got stuck within the coil mass and created resistance that eventually led to the coil stretching.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was not actual migration of the coil as it was anchored in the aneurysm.

Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): the axium prime coil was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within an opened axium prime coil inner pouch. The axium prime coil was returned without an introducer sheath. Visual inspection/damage location details: no bends or kinks were found with the axium pushwire. The axium implant coil was found to be broken and not returned. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was unable to be confirmed as the implant coil was not returned. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath. It is likely resistance in catheter contributed to the reported ¿coil stretch¿ however, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.